Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer the notice bubbles in the left over reservoir. The customer's blood glucose value was unknown. The customer dropped insulin pump couple of time. The customer also stated that the reservoir lip ring has damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The reservoir will not be returned for analysis.